Event description:
Related manufacturer report number: 2916596-2021-03020, 2916596-2021-03479.

Manufacturer narrative:
Manufactures investigation conclusion the patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas. Analysis of the log files that were provided by the account confirmed driveline power fault alarms; however, a specific cause could not conclusively be determined through this evaluation. The account submitted log files for review. The system controller event log files contain data from (B)(6) 2021 at 17:35:21 through (B)(6) 2021 at 9:00:55. Driveline power faults were captured from (B)(6) 2021 at 6:10:21 through 8:56:34, (B)(6) 2021 at 11:42:35 through 13:30:01, and (B)(6) 2021 at 11:42:35 through (B)(6) 2021 at 10:26:54 relating to both power a broken fault (f4) and power b broken fault (f5). Additionally, transient pi events were also observed, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The account communicated that the patient presented to the emergency department (ed) for driveline power fault alarms. The account reported that examination of the driveline showed there was an area near the driveline exit site that was "looser" than other parts of wire indicating a recurrent bend (no damage to external cord visible). The patient¿s modular cable and system controller were exchanged, however during the modular cable exchange, there was some difficulty making connections to the new modular cable. According to the account, the patient¿s driveline connector was cleaned, no further driveline power fault events have occurred, the patient was to be discharged on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU) provides information on all system alarms, including driveline power fault alarms, and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ can also be found in the heartmate 3 patient handbook. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced of the patient's driveline power fault alarm in march 2021 was reported under MFR# 2916596-2021-01388. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) for driveline power fault alarm. The patient had a reported history of this issue march 2021. The log file submitted revealed that power a was broken versus the prior log file showed power line b caused the driveline power fault. The patient felt well clinically. Examination of the driveline showed there was an area near driveline exit site that was "looser" than other parts of wire indicating a recurrent bend (no damage to external cord visible). Patient reported waking up with driveline bent in that area. The event log captured the driveline power faults starting (B)(6) 2021 at 0610 and continued for the remainder of the log file. The file did not capture any speed drops below the low speed limit (lsl) or pump stops so the driveline faults were not interfering with pump support. X-ray submitted of driveline showed no obvious fracture. The patient¿s modular cable and system controller was exchanged, however during the modular cable exchange, there was some difficulty making connections to the new modular cable. Alarms resolved after exchange. On (B)(6) 2021, the patient presented with yet another driveline power fault alarm starting around 11:42am. Alarm was extended silenced. On (B)(6) 2021, the patient reported a power fault alarm starting around 00:05am. Additional log file submitted confirmed driveline power faults on (B)(6) 2021 due to power b line. There were no speed drops below the low speed limit (lsl) or pump stops so no loss in support. On (B)(6) 2021, after conducting a site visit, clinician learned that the coordinator would like to replace the modular cable that was replaced on (B)(6) 2021 after technical services conducted an on-site cleaning. The hm3 (heartmate 3) driveline connector was cleaned and thus far there had been no further driveline power fault events. The patient was doing fine and was to be discharged on (B)(6) 2021. Additional information was requested but not provided.